Manufacturer narrative:
The customer contacted the siemens customer care center regarding a falsely depressed vancomycin patient sample result on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same system and on an alternate dimension vista system. The reprocessed vanc results from both the systems were higher. The higher result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.

Manufacturer narrative:
Additional information (20-sep-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely depressed vancomycin (vanc) result. Hsc reviewed the instrument data logs and the information provided by the customer. Calibration was within conformance and quality control results recovered within the customers established ranges. No dimension vista process errors were reported around the time of the discordant patient sample result. The event was isolated to a single patient sample. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00251 was filed 08-sep-2021.